Manufacturer narrative:
(B)(4). The lot number is unknown at this time. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a supply bag that fell off the spike during prime on the homechoice machine. The home patient (hp) confirmed she was not connected to the machine. The technical service representative advised the hp to start over using new supplies. No additional information is available at this time.

Event description:
The customer reported the set broke and leakage was found from the connection between the spike of the set and the spike port of the uv twin bag during the drainage. The patient connected the set to the uv disconnect cap. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding this incident. The hp stated she thinks that she started over using new supplies. The hp continues to use the home choice for therapy to date and reported no further issues. The hp confirmed she did not have any injury or harm as a result of the reported separation. No medical intervention was indicated. Sample was not available.